Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they visited their dentist and were advised to cease treatment due to gingivitis and inflammation and pregnancy. Patient provided letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.